Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the posterior segment of the implant was elevated by approximately 8 mm, and intraoperative modifications (cuts) were made to improve the implant fit.